Event description:
It was reported that the patient was experiencing difficulty breathing, wheezing, and throat tightness for which the vns was disabled. The patient was referred to an ent doctor, and it was determined that the patient was experiencing vocal cord paresis that occurred with vns stimulation. There was no reported medical intervention being taken for the events. No additional or relevant information has been received to date.